Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: lisinopril; amlodipine besylpte; pravastatin; omeprazole. The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. (B)(4). Additional devices included in this report:pxc181400/8166035 (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) warn that adverse events that may occur and/or require intervention include, but are not limited to; endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2011, the patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date imaging identified aneurysm growth (amount unknown) was identified. On (B)(6) 2016 an intervention took place, the physician used an aortic extender component to extend the existing endoprosthesis both proximally and distally as well as added another contralateral leg. It was reported that the device had a good proximal seal, and there did not appear to be a proximal type I endoleak. On the distal end of the endoprosthesis, the contralateral leg did not appear to be in the iliac artery as much as it should have to exclude the aneurysm. Once the endoprosthesis was extended both proximally and distally the aneurysm was excluded. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the patient was treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date imaging identified aneurysm growth (amount unknown) was identified. It was reported that the pxt281418 had good proximal seal, and there did not appear to be a proximal type I endoleak. On the distal end of the endoprosthesis, the contralateral leg (pxc181400) did not appear to be in the iliac artery as much as it should have to exclude the aneurysm. On (B)(6) 2016 an intervention took place, the physician added another contralateral leg to the pxc181400 to extend distally. An aortic extender component was used to extend the pxt281418 proximally as a precautionary measure. With both of the proximal and distal extensions the aneurysm was excluded. The patient tolerated the procedure.